Event description:
It was reported that cartridge alarms occurred during insulin delivery and during the load sequence with multiple cartridges. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.